Manufacturer narrative:
Concomitant products: product ID: neu_unknown_prog, product type: programmer, physician.

Event description:
Information was received from a health care professional regarding a patient who was receiving hydromorphone (concentration 6 mg/ml, dose 1.2494 mg/day) via an implantable pump for spinal pain. A wrong drug concentration was entered, the patient came in on the day prior to this report date for a refill and the health care professional noticed that on the (B)(6) 2015 refill, the hydromorphone was programmed to 6 mg/ml in the pump even though there was 9 mg/ml in the pump. The patient was previously on 6 mg/ml but that was changed in 2015. It was noted that the pump was not updated to reflect the new concentration. There were no symptoms reported. The patient was currently not at the facility so the health care professional was going to have the patient come back in to update the pump. It was reviewed that they would need to update the pump to (concentration 9 mg/ml dose 1.874 mg/day) with no bridge bolus.

Event description:
Additional information was received from a health care professional. It was reported that the error would be resolved on (B)(6) 2017 and they will call the patient to come in sooner. The cause of the issue was noted to be a possible programmer error.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.